Event description:
This individual had a temporary dialysis catheter placed on (B)(6) 2022. On (B)(6) 2022, when moving the individual in bed, the pigtail tubing of the temporary dialysis catheter broke. The break in the tubing occurred above the level of the clamp and there was no injury. The temporary dialysis catheter was removed the same day, (B)(6) 2022, and a new one was placed. FDA safety report ID # (B)(4).